Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, IFU, certificate of analysis and fmea, the root cause is a malpositioned implant with associated nerve abutment/impingement.

Event description:
On (B)(6) 2013, the surgeon performed a bilateral si joint ifuse procedure on the patient placing three ifuse implants on each side. Six implants were used in total. The patient complained of leg pain after surgery. CT scan revealed that the most cephalad implant on the right side (7x70mm) had displaced, but not compressed, the nerve. On (B)(6) 2013, the surgeon performed an ifuse implant revision surgery where he pulled back the 7x70mm implant a few millimeters. The revision surgery was completed quickly with no complications. The patient's leg pain was better after the revision even though some pain still remained. Patient was placed on oral steroid therapy. Per si-bone vp of medical affairs, "medical review of this case shows that this is an early revision for management of a malpositioned implant with associated nerve abutment/impingement. The patient was symptomatic with nerve type pain."